Manufacturer narrative:
(B)(4). The reported flo-gard infusion pump with a f38 failure was confirmed and reproduced by service. The root cause of the reported condition was undetermined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a flo-gard device with a failure code 38. The reported condition occurred during biomed testing. It is unknown if there was patient involvement, injury or medical intervention related to this event. No additional information is available.